Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient got an infection after one of the surgeries. There were no additional adverse effects reported. Additional information from the field representative indicated that nothing was explanted. The product remains in service.